Manufacturer narrative:
The returned device was evaluated and no defects or manufacturing deficiencies noted that would contribute to a dislodging of the cannula. The device was returned with the cannula assembly fully deployed and the needle completely retracted. The exact cause of the cannula dislodging could not be determined. Device's adhesive welds were inspected for any manufacturing deficiencies that could contribute to adhesion issues. No issues were found. The cause of the adhesion issue could not be determined. For your reference, insulet modified our internal investigation finding codes effective (B)(6)2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Manufacturer narrative:
The device was not returned for evaluation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Changing your pod 3 / page 34. Warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Changing your pod 3 / page 23. Warning: because the pod uses only rapid-acting u-100 insulin, you are at increased risk for developing hyperglycemia if insulin delivery is interrupted. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 26.8 mmol/l (482.4 mg/dl) while wearing the pod between 36 and 48 hours on the leg. It was noted that the cannula was dislodged from the site. As treatment for the hyperglycemia, the patient mentioned they will be applying a new pod.